Event description:
It was reported that a patient presented with fracture noted on the right atrial lead. No electrical malfunction was reported. The lead was explanted and replaced on (B)(6) 2026. The patient was stable throughout.

Event description:
New information received notes that non-capture and high pacing impedance was noted on the lead. It was unknown if imaging was used.